Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low readings issue with the freestyle libre sensor. The caller reported that customer had been experiencing fever the night before, and customer was taken to a clinic in the morning due to unspecified low scan readings. At the clinic, it was reported a healthcare meter reading of 375 mg/dl was obtained as compared to a scan reading of 168 mg/dl taken 10 minutes earlier. The caller reported treating the customer with insulin injection. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.